Manufacturer narrative:
Service representative investigated system and completed repairs (replaced image processor). System returned to service.

Event description:
Customer reported system unable to swap images from monitor to monitor.